Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c124e sn (B)(4), expiration date: 2014-10-02, UDI # (B)(4) etcf3232c49e sn (B)(4), expiration date: 2016-05-19, UDI # (B)(4) .

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. A CT was done and showed there was retroperitoneal hematoma. It was also noted that there was a suspect type ii endoleak and sac enlargement. Later it was determined that there was no demonstrable endoleak and an iliac extension was implanted as a precautionary measure. Per the physician the cause of the retroperitoneal bleeding was from an injury to the abdomen and was not related to any of the implanted devices. No abdominal aortic aneurysm rupture had occurred, and the physician stated that the cause of the aneurysm expansion was unknown. It was noted that this event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.